Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that the patient had tha on (B)(6) 2016 and that the stem has been causing pain for a while. It was further reported that the xray showed loosening and a pedestal. A revision of the femoral stem was performed.

Manufacturer narrative:
An event regarding loosening involving accolade stem was reported. The event was confirmed based on medical review. Method & results: -device evaluation and results: not performed as product was not returned -clinician review:a review of the provided medical records and x-rays rejected by a clinical consultant indicated:undated, unlabelled ap x-ray left hip demonstrating an uncemented tha with circumferential radiolucencies around the stem with a pedestal formation at the distal stem tip consistent with a failed biologic fixation of the stem. The acetabular component has no screws, appears well fixed, in nominal position and the hip is reduced. No clinical or pmh, no patient demographics, no operative reports and no examination of explanted components available for review. Based upon the single undated, unlabelled xray, no medical report is possibleno clinical or pmh, no patient demographics, no operative reports and no examination of explanted components available for review. Based upon the single undated, unlabelled xray, no medical report is possible. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies -complaint history review: there have been no other similar events for the reported lot. Conclusion: it was reported that patient had tha and that the stem has been causing pain for a while due to loosening.the event was confirmed based on medical review. A review of the provided medical records and x-rays rejected by a clinical consultant indicated: undated, unlabelled ap x-ray left hip demonstrating an uncemented tha with circumferential radiolucencies around the stem with a pedestal formation at the distal stem tip consistent with a failed biologic fixation of the stem. The acetabular component has no screws, appears well fixed, in nominal position and the hip is reduced. No clinical or pmh, no patient demographics, no operative reports and no examination of explanted components available for review. Based upon the single undated, unlabelled xray, no medical report is possibleno clinical or pmh, no patient demographics, no operative reports and no examination of explanted components available for review. Based upon the single undated, unlabelled xray, no medical report is possible. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient had tha on march 23, 2016 and that the stem has been causing pain for a while. It was further reported that the xray showed loosening and a pedestal. A revision of the femoral stem was performed.